Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline breast implant, catalog # 3542650, lot # 137384. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -yeard-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline breast implant and suffered baker grade iii capsular contracture after implantation. As a result, the patient had the device explanted on (B)(6) 2017. The implant was replaced with a mentor 475cc smooth round moderate profile memorygel device. Originally, this event was reported to mentor as a unilateral deflation (right side) event. It was subsequently reported via asr on mentor report submission number asr-(B)(4). However, on (B)(6) 2017, mentor was made aware that both the left side device was explanted at the same time because of the patient¿s issues with capsular contracture. This event will be reported as a 30-day MDR.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event: the capsular contracture was diagnosed after an examination with a doctor. The patient has improved since the capsulectomy. The patient was not hospitalized, and did not suffer any additional accompanying symptoms. (B)(4).

Manufacturer narrative:
On 3/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.1 cm at the patch junction. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices, and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).